Event description:
Consumer stated "while brushing his teeth, one of the toothbrush snapped off. He didn't apply that much pressure but it snapped right off from the base while brushing his teeth." Product was not returned.